Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Date receive by MFR: 09/21/2015.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer has not responded. (B)(4).

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.